Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The lead tip pacing vector is not working correctly. All vectors using lead tip are out of range. Suspected problems with lv tip. Ring to ring demonstrates normal function. Device programmed to lv pace ring to ring. No adverse patient side effects were reported. Should additional information become available, this event will be updated. The lead remains in use.